Event description:
Internal bumper from a p.e.g. Tube placed 7/29/94 became seperated from external tube. Required endoscopic removal.according to care givers, pt pulled on external tube causing the seperation.